Event description:
The incident was reported by the massachusetts department of public health. The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported there was small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Lot history was reviewed and no anomalies were noted. Additional contact information: (B)(6).